Event description:
Customer called stating that no insulin exiting needle. Troubleshooting performed. During troubleshooting driver arms engaged properly. Drive nut does not slide easily but feels sticky but moves. Leadscrew looks rusty in spots. On manual injections per physician.